Manufacturer narrative:
Its device has not been returned to olympus medical systems corp. (Omsc), but was returned to olympus (B)(6) for the evaluation. In the evaluation, the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device image was disappeared during an unspecified procedure. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Ns unit of the subject device was returned to omsc (olympus medical systems corp) for evaluation. In the evaluation, the reported phenomenon was duplicated and the ccd of the subject device was damaged. It was suspected ccd damage might cause the image abnormality. The exact cause of the ccd damage could not be determined, but it was surmised that it occurred due to angulation stress applied during the procedure by the user. Also omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If significant additional information is received, this report will be supplemented.